Event description:
It was reported that a pump alarmed for a system error 105- "pic motor error" while the pump was running in the med/ surge care area (medication, programmed amount and delivery rate unknown). The customer stated that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation could not reproduce the reported symptom; however, a review of the device history log confirmed six occurrences of ec 105. The device was found to be within specification, however the motor assembly was replaced due to the evidence of ec 105 in the event history log. A system error 105 "pic motor error" will occur when the motor controller perceives that it cannot satisfy the positional demand of the currently programmed rate and increases the motor drive to the maximum, triggering the pic motor error self-diagnostic.